Event description:
Healthcare professional reported right side capsular contracture (baker grade IV), deformation, hardening. The device was explanted.

Event description:
Healthcare professional reported right side capsular contracture (baker grade IV), deformation, hardening. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: the weight the device within specification, creases fold and white particles in the shell. In additional analysis no other observation observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture (baker grade IV).

Event description:
Healthcare professional reported right side capsular contracture (baker grade IV), deformation, hardening. The device was explanted.